Manufacturer narrative:
(B)(4). The date of death was sometime in (B)(6) 2014. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause of the event was not determined. The device was not returned and the serial number was unknown, therefore an evaluation was completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient died coincident with peritoneal dialysis (pd) therapy. The patient was transferred to a hospice care facility either the month prior to death or earlier the month of death. Prior to the reported event, while in hospice care, the patient was hospitalized for an unrelated medical condition. As part of treatment for this condition, the patient was placed on hemodialysis. It was unknown if pd therapy was resumed or if hemodialysis was continued following the patient¿s discharge from the hospital. The cause of death was unknown, along with whether an autopsy was performed. Additional information was requested, but was not available at the time of this report.